Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they alleging insulin pump was over delivering. The customer¿s blood glucose level was 67 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 145 mg/dl. Customer stated that they experienced low blood glucose level and it was treated with food. Customer stated that the auto mode of insulin pump was active. The customer was advised that the insulin pump will be replaced. The insulin pump will not be returned for analysis.